Event description:
Patient revised on (B)(6) 2020 due to dislocation caused by chronic instability approximately one month after primary surgery. Surgeon explanted the 36/+3 standard humeral cup and replaced it with a 36/+9 stability humeral cup.